Event description:
A cartridge alarm was reported by the caller, identified as cartridge alarm 20. There was no adverse impact on the customer¿s blood glucose level. The customer did not have his supplies at hand, and a follow-up was attempted by technical support through email and phone, but the case was closed after these efforts.